Event description:
It was reported the patient felt slight pinching.

Event description:
It was further reported that the patient was to have a revision, but it had not yet been scheduled. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the patient had a revision on (B)(6) 2013. The patient has a follow up appointment the week of (B)(6) 2013. It was additionally reported that the patient was having some surgical complications, namely abdominal pain. The physicians were attempted to determine the cause. In the meantime, the patient had not used the stimulator. Additional information was requested; if received, a follow up report will be sent.

Event description:
Additional review indicated that the revision on (B)(6) 2013 was actually a device replacement. The surgical complications that occurred following the device replacement pertain to manufacturer¿s report #3004209178-2013-11201. Any other information pertaining to the warmth at the pocket site, high impedances, and the subsequent replacement will be reported in manufacturer¿s report #3004209178-2013-02849.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Addition information indicated the patient's implantable neurostimulator (ins) was explanted on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n321344, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n321344, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (nkf739464h) found the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 30. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for 1 hour and the battery charged from 3.955v to 4.065v. The battery discharged to the lock mode on (B)(6) 2013. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2013. These dates suggest the battery over discharge occurred after the ins was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a warm feeling at the pocket. It was stated that 2 to 3 weeks prior to this report, the patient experienced feeling "intermittent warmth on the inside of his implantable neurostimulator (ins)." It was noted that impedance measurements showed high impedances of greater than 10000 ohms. It was reported that all combinations of electrodes 3, 4, and 7 showed >10000 ohms. It was reported that the patient reported charging more than expected. It was later reported that the high impedances weren't resolved and that programming was not used for the affected electrodes. It was reported that the patient was sent for an x-ray. If additional information is received, a supplemental report will be filed.